Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the hew wrench did not fit in the set screw properly. This implantable cardioverter defibrillator (ICD) was not used, and the physician elected to complete the procedure using a different ICD. There were no patient consequences.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the right ventricular set screws contained septum material inside their hex cavities. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.